Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the left carotid artery with a max di ameter of 5mm and a 4mm neck diameter. The landing zone was 4.5mm distally and 5mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. It was reported that the patient had a left carotid artery aneurysm. The operator selected a shield flow diverter stent. After access was established, the stent was delivered to the ipsilateral m1 segment. After exposing approximately 7-8 mm of the tip end of the stent and waiting for about 10 seconds, the tip end failed to open. The stent was then further deployed by approximately 12 mm, but the tip end still did not open. The operator attempted to retrieve and redeploy the stent, despite maneuvers such as shaking and push-pull manipulation, the tip end still failed to open. Further adjustments including modifying microcatheter tension were unsuccessful. The stent was therefore removed from the patient's body, and it was noted that the tip end could not open. The stent was replaced, and the procedure was completed. The pipeline was not used for an indication that is not approved (off-label), and all devices were prepared as indicated in the IFU. Ancillary devices include a ton-bridge medical guide catheter, phenom 27 microcatheter.